Event description:
Same case as MDR ID # 2134265-2013-09401 and 2134265-2013-09327. It was reported that automatic pullback failure occurred. During procedure, the motor drive unit failed to perform automatic pullback twice. After hitting the pullback a few times, it worked and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: describe event or problem, name prefix, first name, last name and initial reporter phone. (B)(4).

Event description:
It was further reported that the (B)(4) stenosed target lesion was located at the mildly calcified and mildly tortuous left anterior descending artery. Manual pullback was attempted twice to complete this procedure.